Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture via MRI and the patient "had an increased risk of cancer (anaplastic lymphoma)". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: ¿ red particles observed on the surface of the shell.

Event description:
Healthcare professional reported left side rupture via MRI and the patient "had an increased risk of cancer (anaplastic lymphoma)". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture via MRI and the patient "had an increased risk of cancer (anaplastic lymphoma)". Device has been explanted and replaced.